Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Lot number provided from reported complaint does not correspond to product code related to the complaint report; however, per DHR the product et tube, sher-I-bronch, ls, 37 fr, lot # 73g1400176 was manufactured on 07/14/2014. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed without device sample to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend of similar complaints.

Event description:
The customer alleges that the double swivel connector separated on the endobronchial tube prior to patient use. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned one portion of a sher-I-bronch double swivel accessory pack for investigation. The accessory pack was missing the y-connector and one of the 15mm connectors from the urethane tube. The urethane tubing appeared to be discolored. The tubing had a brownish tint when compared to a lab inventory tube. The returned pieces of the double swivel assembly pack were tested by attempting to connect the pieces with a lab inventory sher-I-bronch. A lab inventory 15mm connector was inserted where the 15mm connector was missing and a lab inventory y-connector was attached to the 15mm connectors. All connections were able to be secured. No defects or were observed. The reported complaint of the double swivel connector separating from the endobronchial tube prior to use could not be confirmed. The customer only returned a portion of the double swivel accessory pack. Neither the endobronchial tube nor the portion of the double swivel accessory pack that would connect to the endobronchial tube was returned for analysis. The lot number reported does not match the product code reported; however, a DHR review was performed on the reported lot with no evidence to suggest a manufacturing related cause. Other remarks: therefore, the potential root cause could not be determined based upon the information provided and without a complete complaint sample.

Event description:
The customer alleges that the double swivel connector separated on the endobronchial tube prior to patient use. No patient injury reported.